Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to dysmenorrhea, status post tubal ligation and ablation, dyspareunia, and urinary stress incontinence. It was reported that patient underwent diagnostic laparoscopy with appendectomy on (B)(6) 2012.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent hysterectomy. Following insertion the patient experienced pain, erosion, bleeding, infection, urinary problems, recurrence, dyspareunia and other: includes unnecessary additional surgery. It was reported that on (B)(6) 2012 the patient underwent partial excision of mesh.